Event description:
It was reported that, during an episode of ventricular tachycardia (vt), anti-tachycardia pacing (atp) and a shock was delivered by the cardiac resynchronization therapy defibrillator (crt-d), accelerating the patient's arrhythmia into ventricular fibrillation (vf). A shock converted the vf. No additional adverse patient effects were reported.

Event description:
It was reported that, during an episode of ventricular tachycardia (vt), anti-tachycardia pacing (atp) and a shock was delivered by the cardiac resynchronization therapy defibrillator (crt-d), accelerating the patient's arrhythmia into ventricular fibrillation (vf). A shock converted the vf. No additional adverse patient effects were reported. Additional information was received indicating during another relay consisting of eight episodes of vt, most being converted by atp, atp accelerated the patients rhythm into vf during the last episode. One appropriate shock converted the vf. Variable left ventricular (lv) thresholds were noted. The crt-d system remains in service. No additional adverse patient effects were reported.